Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However olympus stated the inspections before use and the appropriate handling of urf-p6 in the instruction manual of urf-p6. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the bending section of the subject device was broken during an unspecified procedure. Olympus (B)(4) (oekg) checked the subject device and found that the bending section was broken and metal part was protruding the bending section cover. There was no patient injury associated with this report.